Event description:
In 2009, the pt reported that there is a "big gap of air" in her insulin cartridge. She stated that she performed a "couple" of primes and there were still air bubbles in the insulin cartridge. She was instructed to disconnect from the infusion site and she primed until insulin dripped from the end of the infusion tubing. She stated that her blood glucose was elevated to "300 something" prior to the report and she bolused 7.4 units of insulin. At the time of the report, her blood glucose measured 283 mg/dl. She stated that elevated blood glucose is due to being without insulin since 5:30am. She stated that she changed the insulin cartridge at 7:00 am and noticed the air bubbles but she did not remove it because she was in a hurry. She stated that she does not allow insulin to reach room temperature prior to use and she does not properly adjust the piston rod of the infusion device. She was educated on the proper procedure. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.